Event description:
It was reported from the hospital user has stated an issue with a319516am. No known lot number due to the package contents being thrown away. No known harm to the patient reported. The registered nurse had placed the foley for a patient who was having spine surgery. At the end of the surgery when they went to flip the patient, the foley had come out and the balloon was deflated. They inserted a syringe to try and inflate the balloon to see if it was defective. It inflated, but then immediately deflated. There was a hole in the balloon.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 drainage bag with an inlet tube with sample port connector, catheter, and syringe. Visual inspection noted no obvious observations. During the testing, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), and immediately lumen to lumen leakage was present. This is out of specification per instruction procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported from (B)(6) has stated an issue with a319516am. No known lot # due to the package contents being thrown away. No known harm to the patient reported. The registered nurse had placed the foley for a patient who was having spine surgery. At the end of the surgery when they went to flip the patient, the foley had come out and the balloon was deflated. They inserted a syringe to try and inflate the balloon to see if it was defective. It inflated, but then immediately deflated. There was a hole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.